Event description:
Pt alleges in a lawsuit against bayer and others that pt underwent an unnecessary hysterectomy and chemotherapy due to "false positive" hcg test results. The advia centaur allegedly produced results of approx 8-15 u/l on multiple occasions. Similar tests on abbott systems allegedly produced results >100 u/l.